Event description:
The pump had reached end of life. At the pump replacement surgery the catheter was found to be damaged at the pump connection site. The catheter was replaced and an sc connector was added. The drug being administered via the pump was baclofen. Additional information has been requested.

Manufacturer narrative:
(B)(4).